Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
It was reported to aesculap ag that a microspeed uni control unit w/cool.unit (part # gd670) was used during a procedure performed on (B)(6) 2021. According to the complainant, it was reported that the brain electric drill was used during the operation, the electric drill circuit suddenly failed, resulting in that the electric drill cannot be used. The hand drill was used instead, which prolonged the operation time led to bleeding. It was confirmed that backup hand piece was used and there no significant surgical delay. The complaint device was not returned to the manufacturer for evaluation. No patient complications were reported as a result of the event. The malfunction is filed under aag reference (B)(4).